Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not turning on. Customer was in the pool. After exposure to water, the insulin pump had a constant tone. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on electronics assembly noted. Unable to perform displacement test, self test, stop current test, run current test and power off test or verify audio or vibrate anomaly due to blank display.